Event description:
It was reported that prior to an unknown procedure, the nurse tried attaching the hand piece to the device as per the correct technique of holding the hand piece vertically. He tightened to finger tight then used the torque wrench for 2 clicks. The generator returned an error and when trying to loosen the hand piece from the disposable harmonic he was unable to. He passed it to a more experienced nurse who again was unable to remove the headpiece from the disposable another like device was used to complete the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Nose cone the handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. There was moisture evidence and the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality and caused an alert screen like reported by the customer. It is possible that the cracked nose cone caused the reported assembly/disassembly issues.